Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 16 devices were evaluated in the field and the issue was confirmed; 7 units had broken/damaged components, 4 had worn components and 5 units had a calibration issue. The devices were repaired and returned. 2 devices were evaluated in the field and the issue was confirmed. However, there was no product malfunction; the issue was the result of use error as the scale was not properly zeroed before use. 5 devices were not evaluated, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 23 malfunction events, where it was reported the scale was inaccurate. There was no patient involvement.